Event description:
It was reported that the subject guidewire broke approximately in the distal third during an intervention in the microcatheter. The fractured part was removed with stent retriever and procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject guidewire broke approximately in the distal third during an intervention in the microcatheter. The fractured part was removed with stent retriever and procedure was completed successfully without any clinical consequences to the patient.